Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal of a tampon she realized the string was missing and had to manually remove the pledget from her vaginal cavity. She experienced difficulty manually removing the pledget and removal was painful. She did not seek medical attention and did not experience any adverse health effects.